Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a zcb0000215 intraocular lens (iol) the surgeon noticed a defect in the edge of the trailing side of the lens (haptic). The incision was enlarged and the iol was removed. The surgeon noted the ''chunk'' missing from the trailing haptic appears to be the size of the forceps jaw. Another iol of the same power and model. Patient is reported to be seeing 20/20.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. Also, the edges were broken (iol torn) and large cut in the optic were observed. No defects related to manufacturing process were found in the sample received. All pertinent information available to the manufacturer has been submitted. Placeholder.